Event description:
Pt experienced erythema at site of port and expressed some serosanguinous fluid which they took to an independent lab for culture. Pt later became febrile; blood cultures were negative. Port was explanted and replaced due to possibility that it may have been the cause of infection. It is unknown to the reporting facility where the organism was obtained, whether it was present on the port at insertion or encountered later.